Event description:
It was reported that the customer was hospitalized due to high blood glucose, and she is pregnant. The caller mentioned that there was a space before the end of the tubing. Troubleshooting was performed. The time and date were incorrect. Assisted the caller to correct them. However, the basal rate and bolus wizard settings were correct. The drive support cap appears to be normal. Assisted the caller to run the manual prime and the insulin did exit. Advised the sister to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.